Event description:
As reported by our affiliates in qatar, it was a case of a 20mm sapien 3 ultra resilia valve implanted in the aortic position by transfemoral approach. The CT report indicated that the case was borderline between a 20mm and 23mm valve size and recommended a 23mm valve due to minimal calcium and the patient's young age; however, the 20mm valve was selected. After implantation, a clear waist was noted in the valve, so post-dilatation with +1 cc was performed, after which paravalvular leak was observed on transthoracic echocardiography along with a mean gradient of approximately 9-10 mmhg and intermittent left bundle branch block (lbbb). The temporary pacemaker was was removed during the first procedure. No additional actions were taken to treat the lbbb. The deployment position was described as deep and tilted. Four days post-procedure, the patient developed symptoms of shortness of breath with dry cough, and transesophageal echocardiography showed an increased mean gradient of 32mmhg with high-degree circumferential paravalvular leak. The patient also had increased blood creatinine. A subsequent procedure was performed under transesophageal echocardiography guidance, during which balloon valvuloplasty was carried out using a non-edwards 20mm balloon. Inflation to 16atm with approximately 25 ml volume resulted in marked improvement of the paravalvular leak, reduction of pressure to 13 mmhg and normal ejection fraction. The valve foreshortened, no central leak was observed, and the procedure was concluded. The patient underlying heart rate was normal with persistent lbbb. The patient was still admitted due to other reasons (uti) and planned to be discharged in 2 days.

Manufacturer narrative:
Investigation is ongoing.